Event description:
It was reported that the rv to svc vector showed no impedance measurement. Device issue was suspected. It was determined that the faulty svc coil plug needed to be replaced. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form was received.